Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was excessive gel separator in 5 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo shows excessive gel quantity. A total of (B)(4) retained samples were visually inspected, and no excessive gel quantity was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect gel quantity. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.